Event description:
It was reported that signal loss over one hour occurred. It was determined that the signal loss was related to the mobile application. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required and additional information is available.

Manufacturer narrative:
(B)(4).